Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. One burst of anti-tachycardia pacing (atp) and six inappropriate shocks were delivered for a sinus rhythm with rapid ventricular response (rvr). Rhythm was not converted after the therapy provided. No additional adverse patient effects were reported. This ICD remains in service.